Event description:
When contacted for follow up information, the patient reported that they still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that this patient had not been seen since (B)(6) 2011 by md. This patient had a battery check in 8/12, no complaints at that time. The patient was not treated by this reporter's office for uti.

Event description:
It was reported the patient was treated for a urinary infection at the end of (B)(6) 2013. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v704187, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).